Event description:
Patient revised due to loosening of the tibial tray,osteolysis, and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening and polyethylene wear. No evidence was found suggesting product contribution to the information be received the investigation will be reopened. Depuy considers the investigation closed.